Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer requested that the device be returned to them unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control observed that the device would power on by itself when the charge-pak was inserted into the device. As a result, this could lead to early depletion of the internal hybrid layer capacitor (hlc) batteries and the device may not be able to power on when needed.